Event description:
Doctor got access in the left femoral vein and put the 9f sheath in and when he went to pull the wire and the dilator out of the sheath, only the wire and the black tip of the dilator came out. The black tip had broken off the dilator inside the sheath. We put a wire back in and changed the sheath out for a new one without incidence.